Manufacturer narrative:
Evaluation of the returned device found the alarm reed is touching the reed plate and not allowing the reed to vibrate and make sound. The returned device is due for routing service and likely root cause of the failure is normal wear and tear. The reported failure did not cause or contribute to serious injury or death. Since no systemic issue was determined, no corrective action is required at this time. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The IFU states, "to ensure proper function and accuracy, the sechrist air/oxygen gas mixers must be thoroughly overhauled every two (2) years. To maintain the product warranty, the overhaul must be performed by sechrist industries or by sechrist authorized personnel." Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturers reference file no. (B)(4).

Event description:
Customer reported the unit has no alarm when one of the supply lines is missing. This issue was discovered during set-up and there was no patient involvement.